Manufacturer narrative:
PMA/510(k) #p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Xpedite: paclitaxel-coated peripheral stents used in the treatment of femoropopliteal stenoses (cip identification: (B)(6)). This international, multicenter, prospective, randomized controlled clinical study will compare the performance of two investigational paclitaxel coatings to the paclitaxel coating on the commercially-available zilver® ptx® drug-eluting peripheral stent (zilver ptx stent) in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal artery. A total of (B)(4) paclitaxel-eluting stents were placed in (B)(4) lesions during the study. Table 2.4-1 reports the number of stents implanted per patient. This file will capture (B)(6) patients with adverse events treated by surgical intervention:- ae ID # (patient ID + event #) ¦ event description ¦ event treatment (as reported by site) (B)(6) ¦ vascular - embolism distal to study lesion ¦ thrombo-aspiration (B)(6) ¦ vascular - embolism distal to study lesion ¦ aspiration (B)(6) ¦ vascular - embolism distal to study lesion ¦ percutaneous/medical - thrombectomy/thrombolysis/other- heparin i.v. (B)(6) ¦ vascular - other - reperfusion injury ¦ medical - vimovo (B)(6) ¦ vascular embolism distal to study lesion ¦ percutaneous thrombolysis; aspiration (B)(6) ¦ vascular injury caused by study procedure or secondary intervention perforation ¦ percutaneous - bare balloon (B)(6) ¦ vascular injury caused by study procedure or secondary intervention - perforation ¦ external compression bandage (B)(6) ¦ vascular thrombosis ¦ percutaneous - thrombectomy (B)(6)¦ vascular embolism distal to study lesion ¦ percutaneous - bare balloon; medical - prostavasin (B)(6) ¦ vascular - other - embolus at the proximal edge of the stent and the profunda femoral artery. ¦ percutaneous - thrombolysis (B)(6) ¦ vascular embolism distal to study lesion ¦ percutaneous - bare balloon/drug-eluting stent/thrombectomy/thrombolysis; change of medication(s) (B)(6) ¦ vascular thrombosis ¦ percutaneous - bare balloon/drug-eluting balloon/bare stent/drug-eluting stent (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - drug-eluting balloon/drug-eluting stent/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/drug-eluting balloon/thrombectomy; change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/bare stent/stent graft (B)(6) ¦ vascular - occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/drug-eluting balloon (B)(6) ¦ vascular - occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon (B)(6) ¦ vascular - occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/drug-eluting balloon (B)(6) ¦ vascular- occlusion/restenosis requiring intervention ¦ percutaneous- drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/bare stent (B)(6) ¦ vascular - occlusion/restenosis requiring intervention ¦ percutaneous - atherectomy/drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical atherectomy/bare balloon/bare stent/heparin (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/bare stent/heparin 5000 iu (B)(6) ¦ vascular thrombosis ¦ surgical - intraoperative thrombectomy by fogarty balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/cutting balloon/drug- eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - rotational thrombectomy (B)(6) ¦ vascular thrombosis ¦ percutaneous - bare balloon/thrombolysis; change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous atherectomy/ drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - atherectomy/drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/ drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous drug-eluting balloon/scoring balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/drug-eluting balloon (B)(6) ¦ vascular - other - occlusion of sfa right after 0,5 cm. The middle sfa is monophasically filled ¦ surgical - femoro-popliteal, supragenual bypass with 6 mm prothesis (B)(6) ¦ vascular thrombosis ¦ percutaneous bare balloon/bare stent/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous atherectomy/ drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - cutting balloon/drug-eluting balloon/bare stent/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - drug-eluting balloon; change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ surgical/percutaneous/medical amputation (4th toe)/ bare balloon/drug-eluting balloon/antibiotic(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/ drug-eluting balloon/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/drug-eluting stent (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/ drug-eluting balloon (B)(6) ¦ vascular thrombosis ¦ percutaneous - thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical drug- eluting balloon/thrombectomy/change of medication(s)/heparin (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous atherectomy/bare balloon/drug-eluting balloon/vascular tacks (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous drug-eluting balloon/drug-eluting stent (B)(6) ¦ vascular thrombosis ¦ percutaneous/other - thrombectomy/thrombolysis/insertion of lyse catheter with 10mg rtpa bolus (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical drug- eluting balloon/thrombectomy/scoring balloon angioplasty. Implantation of 8 vascular tacks/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous drug-eluting balloon/thrombectomy (B)(6) ¦ vascular - occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/drug-eluting balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/cutting balloon/drug- eluting stent/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/drug-eluting balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous - bare balloon/drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical drug- eluting balloon/bare stent/thrombectomy/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/drug-eluting balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous cutting balloon/drug-eluting balloon/bare stent/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/cutting balloon/bare stent (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/drug-eluting balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/bare stent/thrombectomy (B)(6) ¦ vascular thrombosis ¦ percutaneous bare balloon/bare stent/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical drug- eluting balloon/bare stent/ scoring balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous atherectomy/drug-eluting balloon (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous drug-eluting stent/scoring balloon (B)(6) ¦ vascular thrombosis ¦ percutaneous/medical drug- eluting balloon/thrombectomy/change of medication(s) (B)(6) ¦ vascular thrombosis ¦ percutaneous bare balloon/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical atherectomy/drug-eluting balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/other bare balloon/drug-eluting balloon 1370154uns004 ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/drug-eluting balloon/other/change of medication(s) (B)(6) ¦ vascular thrombosis ¦ percutaneous atherectomy/drug-eluting balloon/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical bare balloon/drug-eluting balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/drug-eluting balloon/bare stent/thrombectomy (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical drug-eluting balloon/thrombectomy/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous/medical cutting balloon/drug-eluting balloon/change of medication(s) (B)(6) ¦ vascular occlusion/restenosis requiring intervention ¦ percutaneous bare balloon/cutting balloon/drug-eluting balloon/bare stent (B)(6) ¦ vascular occlusion/restenosis s requiring intervention ¦ percutaneous bare balloon/bare stent percutaneous - bare balloon s=3. Percutaneous - bare balloon; medical - prostavasin s=3. Percutaneous - thrombolysis s=3. Percutaneous - thrombectomy s=3. Thrombo-aspiration s=3. Embolism aspiration s=3. Thrombectomy etc. S=3. Intraoperative - thrombectomy s=4. Percutaneous - thrombectomy s=4. Require intervention/additional procedures s=4. Total number of patients = (B)(4), male = 121; mean age = 68.2 yrs.

Manufacturer narrative:
PMA/510(k) #p100022/s027. This file was created from the xpedite pmcf study (B)(4). It captures (B)(4) patients with adverse events requiring surgical intervention in germany. (B)(4) adverse events related to restenosis of the stented artery which includes patient ID (B)(6) with event description vascular - other - occlusion of sfa right after 0,5 cm. The middle sfa is monophasically filled (B)(4) adverse events related to arterial thrombosis. (B)(4) adverse events related to embolism. (B)(4) adverse events related to vessel perforation or rupture. Some patients required treatment for more than one of these described adverse events. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all zilver ptx devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: there is no evidence to suggest the user did not follow the IFU. It should be noted that the instructions for use (ifu0117) lists the following as potential adverse events: ¿ embolism. ¿ arterial thrombosis. ¿ occlusion. ¿ restenosis of the stented artery. ¿ vessel perforation or rupture. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the procedure itself in some cases and patients pre existing conditions in others. This study was carried out to compare the performance of two investigational paclitaxel coatings to the paclitaxel coating on the commercially-available zilver® ptx® drug-eluting peripheral stent (zilver ptx stent) in the treatment of symptomatic vascular disease of the above-the-knee femoropopliteal artery. It is possible that these pre-existing conditions caused and/or contributed to this event. Restenosis of the stented artery is listed as a known potential adverse event within the IFU and is a common adverse event of endovascular procedures that can be caused by injury to the vessel (e.g. During percutaneous transluminal angioplasty (pta) and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. As previously noted: ¿ embolism. ¿ arterial thrombosis. ¿ restenosis of the stented artery. ¿ vessel perforation or rupture. Are all listed as known potential adverse events within the IFU. Confirmation of complaint: complaint is confirmed based on customer testimony and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential similar events. Summary of investigation: the complaint was raised from xpedite pmcf study (B)(4) and captures (B)(4) patients with adverse events requiring surgical intervention in germany. Confirmed quantity of (B)(4) patients, confirmed used. From the study provided, it is known that (B)(4) adverse events related to restenosis of the stented artery, (B)(4) adverse events related to arterial thrombosis, (B)(4) adverse events related to embolism, (B)(4) adverse events related to vessel perforation or rupture. Some patients required treatment for more than one of these described adverse events. The patients required one or more surgical, including percutaneous or minimally invasive procedures, or an existing procedure changed. As a result of this occurrence. Investigation findings conclude a possible root cause could be attributed to the procedure itself and/or patients pre-existing conditions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-jul-2024.